Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted that alarm error code 570.6200 was confirmed due to a bad oridion board, replaced it with a new oridion board. Performed leak down test and co2 calibration with passing results. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
It was reported that the device had an error code "oridion board- comm failure." There was no patient involvement.